Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated. (B)(4).

Event description:
It was reported that during post implant defibrillation threshold testing (dft), the patient with this device failed to convert an induced ventricular arrhythmia, on three separate attempts. During dft testing, some short term duration undersensing was observed however the appropriate shocks were delivered but failed to convert the induced rate and external defibrillation was administered. Troubleshooting was then completed to exclude air pocket entrapment and several programming adjustments were completed, all without avail. The system remained implanted and would be reassessed in the upcoming day, as it was suspected root cause could be related to the procedure anesthesia. The patient was reportedly very thin and needed additional medication during the procedure to maintain acceptable blood pressure measurements. Subsequently a few hours later but while still hospitalized, the medical staff reported an internal device shock. Following shock delivery, the staff reported the episode had not been visible on the external monitoring system. For this reason, data was submitted to boston scientific technical services (ts) for a full review. The ts assessment of internal device history also was unable to show any recorded episode nor delivered shock. Further follow-up information states this device has been explanted and replaced, approximately five days post implant due to unresolved issues. During the device replacement, another subcutaneous ICD was implanted and the associated chronic electrode repositioned to a further lateral position. The new post implant testing, yielded normal shock impedance measurements, a satisfactory time to therapy and successful induced rate conversion. The patient was reported as well and discharged a few days later. The explanted unit is intended to be returned for a full post explant laboratory analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The setscrew seal plug was confirmed to be intact. The device was able to be interrogated and a memory download was performed successfully. One recorded episode was noted, on the day of explant. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The device was confirmed to sense appropriately during testing. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that during post implant defibrillation threshold testing (dft), the patient with this device failed to convert an induced ventricular arrhythmia, on three separate attempts. During dft testing, some short term duration undersensing was observed however the appropriate shocks were delivered but failed to convert the induced rate and external defibrillation was administered. Troubleshooting was then completed to exclude air pocket entrapment and several programming adjustments were completed, all without avail. The system remained implanted and would be reassessed in the upcoming day, as it was suspected root cause could be related to the procedure anesthesia. The patient was reportedly very thin and needed additional medication during the procedure to maintain acceptable blood pressure measurements. Subsequently a few hours later but while still hospitalized, the medical staff reported an internal device shock. Following shock delivery, the staff reported the episode had not been visible on the the external monitoring system. For this reason, data was submitted to boston scientific technical services (ts) for a full review. The ts assessment of internal device history also was unable to show any recorded episode nor delivered shock. Further follow-up information states this device was explanted and replaced, approximately five days post implant due to unresolved issues. During the device replacement, another subcutaneous ICD was implanted and the associated chronic electrode repositioned to a further lateral position. The new post implant testing, yielded normal shock impedance measurements, a satisfactory time to therapy and successful induced rate conversion. The patient was reported as well and discharged a few days later. The explanted unit was later returned for a full post explant laboratory analysis.